Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump intermittently became hot while the battery was charging. Reportedly, the customer alleged that this caused the insulin to become degraded and experienced blood glucose level in the 300's (mg/dl). Tandem technical support verified that the pump did not declare any temperature alarms that contributed to the pump temperature. Review of the pump data logs by tandem technical support verified that the battery temperature did not increase enough to degrade the insulin in the cartridge.